Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump was received for investigation. Visual and functional checks were performed. Upon visual inspection, the tamper seal was found removed and the right plunger case of the pump was cracked. An error history log review identified a motor not running error in the history. A flow test was performed to check functionality of the pump and the test replicated the problem. The root cause of the reported issue was found to be related to the main board not operating properly. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the drive train needed replacement. No patient injury was reported.